Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 30/2.5 mm balloon ruptured at six atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.